Event description:
On (B)(6) patient for hand assisted right radical nephrectomy converted to open. Per op note and interview, after firing the ethicon echelon flex powered vascular stapler 35 across the renal artery and vein, when the instrument handle mechanism was opened and immediately copious bleeding was observed. The procedure was converted to an open procedure to control the bleeding. Assistance from vascular, uro/onc surgery and general surgery were urgently consulted intra-op to manage the bleeding and to repair the renal artery and vein. During the procedure, anesthesia implemented massive transfusion protocol. The patient. Received 6 units prbc, 7ffp, 1 cryoprecipitate and 1-unit platelets. The final procedure performed is documented as a hand assisted right radical nephrectomy converted to open, laparotomy, repair of right renal artery and vein, mobilization of vena cava, repair of duodenum and wound vac. Ligation of renal artery hemorrhage, primary repair of right renal vein, vena cava for hemorrhage. Interview and inspection of the used stapler cartridge revealed that only two of the proximal most staples on the patient side deployed. Staples were clearly visible in the cartridge with the staple row of the specimen side empty of staples. The patient survived the procedure and was transferred to ICU intubated and on mechanical ventilation. The patient was extubated on (B)(6) 2023 and transferred to a medical/tele floor on (B)(6) 2023.